Manufacturer narrative:
Per information provided: root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2020) is considered to be a best estimate. This emdr represents the ventralight st mesh using echo ps (device #2). An additional supplemental emdr was submitted to represent the bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2020 - patient was diagnosed with incisional hernia at right upper quadrant thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, "the hernia was identified lateral to rectus. The fascia was closed and a bard flat mesh (device #1) was placed and sutured." (B)(6) 2021 - patient was incisional hernia without obstruction and adhesions thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps (device #2). Per operative notes, "a palpable region of fascial weakness in right upper quadrant was noted. A ventralight st mesh using echo ps (device #2) was placed and tacked." (Note: there was no mention/visualization of the previously placed bard flat mesh (device #1) during this procedure) (B)(6) 2022 - patient was diagnosed with recurrent ventral incisional hernia at right upper quadrant and scar tissue thereby underwent open repair with the implant of phasix st mesh (device #3). Per operative notes, "the edge of a previous mesh (device #2) repair was seen. The hernia was just inferior edge of this. A phasix st mesh (device #3) was sutured."